Manufacturer narrative:
Correction: it was inadvertently stated on the initial MDR that the internal/external cable was replaced. However, part was returned unused. The positioning sensor unit (psu) was returned to the manufacturer for analysis. Investigation found that when connected to a known good system the psu tracked throughout the volume with no issues. The psu ran for over two hours with no intermittent tracking. The psu passed an aak test at .28 mm with a passing threshold of .60 mm. The aak test also detected line separation of 1.36 mm which is above normal but did not affect tracking during testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The medtronic representative replaced the camera and internal/external cable. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that during a planned maintenance (pm) the navigation system camera was working intermittently. There was no patient present when this issue was identified.